Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range. Technical support advised the customer to remove the protective case and provided guidance on pressing the button effectively. Although the pump display activated, the button continued to present difficulties. Consequently, the decision was made to replace the pump, which was still under warranty. The customer was instructed on how to return the problematic pump and informed about the replacement process.